Event description:
The pt underwent bypass surgery. Ten days following the surgery, pt presented to the hosp for arrhythmias and underwent a diagnostic procedure. The physician closed the arteriotomy using the closer tsl 6 fr device. Two days following the diagnostic procedure, the pt noted some swelling and the site was drained. The pt received antibiotics. An ultrasound was performed and a pseudoaneurysm was noted. The pt underwent surgical repair. Erosion was noted at the anterior wall and there were sutures lying adjacent to the vessel. The pt recovered without incident.